Event description:
A balloon ruptured at 6 atms during a superficial femoral angioplasty of a highly calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility and will not be returned for evaluation, therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since follow up indicated this balloon was used in a highly calcified lesion co believes this factor contributed to this event and does not attribute it to the device. However, without evaluating the product co cannot determine the exact cause for this event.utaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since our follow up indicated this balloon was used in a highly calcified lesion we believe this factor contributed to this event and do not attribute it to the device. However, without evaluating teh product we cannot determine the exact cause for this event.